Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that a cartridge alarm (alarm 31) occurred during the load sequence with multiple cartridges. There was no reported impact to the customer's blood glucose level. Reportedly, reverted to an alternate method of insulin therapy.